Manufacturer narrative:
D4 - lot number: 35363200. Device evaluated by MFR.: the device wolverine cb mr, ous 10mmx3.50mm, catheter was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and leakage testing was performed on the device. Visually, there was no issues or damages on the hypotube shaft profile and blood was identified within the balloon material. Microscopic examination of the balloon identified two pinholes, 1mm proximal to the proximal markerband and 1mm distal from the proximal markerband when attempting to inflate and all blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage and a microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. Two pinholes were noted in the proximal section of the balloon when attempting to inflate. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon monorail was advanced for dilation. However, during the third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon monorail was advanced for dilation. However, during the third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.

Manufacturer narrative:
D4 - lot number: 35363200. Device evaluated by MFR: the device wolverine cb mr, ous 10mmx3.50mm, catheter was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and leakage testing was performed on the device. Visually, there was no issues or damages on the hypotube shaft profile and blood was identified within the balloon material. Microscopic examination of the balloon identified two pinholes, 1mm proximal to the proximal markerband and 1mm distal from the proximal markerband when attempting to inflate and all blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage and a microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. Two pinholes were noted in the proximal section of the balloon when attempting to inflate. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon monorail was advanced for dilation. However, during the third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported.